Event description:
The manufacturer field service engineer reported an issue encountered with the mps2 console observed during a preventive maintenance visit at the user facility. The field service engineer noticed that while after priming the console, before going into end of recirculation mode the console repeatedly displayed alarm message (144) vent valve fail. The report stated that after numerous alarms received, fse decided to ship the console back to the manufacturing facility for further investigation. There were no patient complications.

Manufacturer narrative:
Device evaluation of the console found the reported error was found in log data but could not be duplicated. The console was disassembled and observed for any fluid intrusion or any parts showing signs of wear. There were issues found with the console. Log data showed that the error code was only duplicated when the f.s.e. Performed a wet lab during pm with his disposable delivery set at the customer site. The reported error was most likely induced by the f.s.e.'s wet lab